Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: clinical surveillance of a tined, bipolar, steroid-eluting, silicone-insulated ventricular pacing lead. Pacing and clinical electrophysiology. 1999. 22:765-768. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing leads. The article reports patients who experienced diaphragmatic stimulation with their right ventricular (rv) lead. There were rv leads which exhibited micro dislodgement, undersensing, high thresholds, failure to capture, and exit block. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.